Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ping meter was giving inaccurately high readings. The sr. Medical surveillance specialist contacted the patient to obtain and verify information; however, was unable to reach her by telephone. One week later, the smss sent a letter requesting the patient contact medical surveillance. On an unspecified date, the patient obtained the blood glucose reading of 200 mg/dl on the reported meter. The patient administered a bolus of insulin based on that reading using her pump. Afterwards, the patient tested her blood glucose level using a second meter and obtained the result of 46 mg/dl. At unspecified times, the patient claimed she experienced the symptoms of sweating and being hot. On another unspecified date, the patient obtained blood glucose readings on the reported meter that were higher than the readings of 209 mg/dl and 221 mg/dl obtained using a second meter. It would have been helpful to determine the date/time of the 200 mg/dl reading, to confirm if the reported symptoms occurred before or after that reading, if the patient retested her blood glucose level with the reported meter while symptomatic, if the patient received any treatment or medical attention for those symptoms, and her expected readings. During the troubleshooting telephone call, the customer care advocate determined the patient's testing technique was correct, the meter was programmed for the correct unit of measure, and the test strips were in good condition and within opened expiration dating. Quality control testing was performed with passing results. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an insulin dose based on an elevated meter reading, and afterwards tested her blood glucose level to be 46 mg/dl. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.